Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the lead had dislodged and that it was replaced. The patient's condition before and after surgery was good.